Event description:
05/22/2026- it was found during an investigation all three samples exhibited a longitudinally aligned split.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of split microintroducer sheath is confirmed; however, the exact cause is unknown. Three photographs of a microintroducer were returned for evaluation. All three photographs showed the distal tip of a microintroducer. The tip of the sheath in all three samples exhibited a longitudinally aligned split. No further details of the damage could be discerned in the photographs. No obvious use residues were observed on any of the microintroducers. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.